Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: the complaint of a blank display was not duplicated during testing. A review of the pump alarm history showed a call service alarm code (cs 054) had occurred, which may cause the display to be blank for several minutes. The pump powered on and displayed the verify screen. The issue that a blank display screen had occurred was observed in the pump history but was not able to be duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.